Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact declined tandem technical support's (cts) offer to perform a pump system check. Recommendation was made by cts to discuss the event with a healthcare provider.